Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the event description "when flex xc1 was plugged in, after about 15 minutes the scope image began to glitch and then went back to blue dashboard then back to scope image glitching again!" There is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
Device evaluation: customer's complaint was not verified. Unable to duplicate reported issue regarding scope began to glitch after 15 minutes. The device was tested with th110 camera, didn't have tc028 to try and replicate customer's set up. Would suggest sending both units' together if problem persists. Additionally, there was a cooling fan failure causing loud noise which will require a replacement. The device passed all functional tests including burn in test. The cause of the issue was unable to duplicate the customer's reported complaint. The event is filed under internal karl storz complaint ID: (B)(4).